Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not receiving symptom relief. Caller said the first year after implant, patient did not have any problems or utis. Caller said patient didn't empty their bladder fully but that the therapy was helping.  Caller said in (B)(6) or (B)(6) 2022, patient took a small spill and twisted their ankle. Caller said that since (B)(6) 2022, the patient had problems and utis. Caller said patient had to start self cathing and self caths 5 times a day. Caller said they felt like the unit wasn't in the right place and something in the whole system must have been wrong. Since then, patient had been to the doctor's office twice to discuss their change in symptoms and the technician said the device was working as intended. Caller stated they had increased stimulation on each program and had tried every program, and the change only worked for one or two days. Caller said when they increase stimulation, patient always felt it on their left side on their labia. Caller said when they had increased stimulation on each program, they increased it to a point where it was uncomfortable and patient couldn't stand up, but then decreased it to a comfortable level. Caller said they tried each program for about 2 weeks. Caller said patient has had no major illnesses, neurological reasons, change in activity or additional falls since the fall in june or july. Caller requested contact from a [manufacturer] representative to discuss symptoms further, and field staff were notified of the request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.